Manufacturer narrative:
The cause of the reported problem was a malfunction in the defibrillator capacitor assembly. This malfunction led to the appearance of "x" and "op check fail" errors. A field service engineer was brought in to replace the faulty assembly and conduct an operational check, which was successful and returned normal results. The defibrillator capacitor assembly was replaced to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported the device showed x and rfu error. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.